Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The measured battery voltage was lower than expected; engineering calculations confirmed the device fell short of longevity expectations based on actual clinical use. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a higher than normal current drain was observed. Electrical testing and analysis of the internal components were then conducted, which isolated the high current condition to an anomaly on one of the component layers (gate oxide) within the device¿s integrated circuit. This anomaly causes a high current drain, which over time results in premature battery depletion.

Manufacturer narrative:
The device was explanted and returned for analysis. This report will be update once analysis has been completed.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a yellow error screen upon interrogation that displayed 'voltage too low for remaining capacity, fc 1003' message. The health care professional (hcp) called into boston scientific technical services (ts) and a device memory download was performed and reviewed. Following the review of the device memory analysis it was determined the device would be replaced due to the confirmation of the fault code. There were no adverse patient effects reported.

Event description:
--